Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
It was reported, preparing to show an instrument set, not in surgery. Checked insertion handle in the tray at the office and it was not working properly. Would not lock or register into the aiming block. They took it apart and noticed blood on the spring.